Manufacturer narrative:
The handpiece code was received at the MFR for eval. Based on the investigation details, it was determined that the cord failed. A f/u report will be submitted when the quality investigation has been completed.

Event description:
It was reported that the handpiece cord was overheating. No further info is available regarding this event. Adverse consequences are unk, but at this time, there have been no known adverse consequences reported to the MFR.